Event description:
It was reported that approximately four cassettes have malfunctioned in the past year by giving an error code for no disposable. The issue was resolved. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.